Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing and "service required" codes were found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue.